Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken clamp was confirmed, but the exact cause is unknown. The returned products consist of a broken clamp and the blue luer adaptor. The extension leg of the venous lumen had been cut just distal to the white strain relief oversleeve. This was most likely done in order to repair the remainder of the catheter, which was not returned for investigation. The venous extension leg clamp was broken along the curve near the locking barb. The break occurred across two arms of the clamp in the same plane. The broken end of the clamp, which contained the locking barb, was not returned for investigation. The cross sections of the breaks in the clamp were microscopically examined and were noted to be smooth and granular. A tactual investigation revealed that the clamp could be compressed in the locking position without breaking the material at the hinge. Blood residue was visible on the clamp, suggesting that the product was used. The type of forces applied to the clamp during use is unknown. Possible contributions to premature failure of the clamp include chemical degradation, which may have embrittled the material. The product IFU provides suggested antiseptics for care and maintenance of the catheter. A warning for chemicals that adversely affect the device is also provided. The clamp apparently broke during use; however, the root cause of the break is unknown.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the external clips of the catheter were broken.